Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that the sheath assembly was kinked, and the imaging window was twisted with ripples. Imaging core windup and a broken coaxial cable were noted. The guidewire exit port, and the distal section of the tip were damaged, and the drive cable was stretched.

Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound examination. During the procedure, a non-boston scientific guidewire became twisted around the end of the ivus catheter. The procedure was stopped immediately, and the physician was able to remove the devices without incident, although removal required additional time. The patient remained stable, and no injury occurred.

Manufacturer narrative:
D2b: pro code (product code) itx, obj.

Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound examination. During the procedure, a non-boston scientific guidewire became twisted around the end of the ivus catheter. The procedure was stopped immediately, and the physician was able to remove the devices without incident, although removal required additional time. The patient remained stable, and no injury occurred.